Event description:
During verification testing at the service center, it was noted that the door roller was missing and the door roller pin was broken.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the roller pin was broken. The device has been identified as part of a product recall. This report represent all the info known by the reporter upon query by hospira personnel.